Manufacturer narrative:
Technical evaluation: visual inspection showed a kink at the transition zone and delamination of the liner at the distal flexible zone transition which weakened the device, possibly causing it to kink. The DHR for this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 16260-01 / a, (lot # l13880). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13880) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The lot was associated with (B)(4). Four lots of coils pn1605 (lot# (l13812, l13813, l13814, l13815) are used to manufacture lot# l13880; the coils are 100% inspected for visual and dimensional measurements. The DHR review of the coils indicated the following: l13812 has (B)(4) rejects for visual and dimensional inspection; l13813 has (B)(4) rejects for visual and dimensional inspection; l13814 has (B)(4) rejects for visual inspection; l13814 has (B)(4) rejects for visual and dimensional inspection. All parts that failed visual inspection or dimensional inspection have been rejected, segregated and all subassembly parts released met specifications. The parts released in this lot met process requirement.

Event description:
When the catheter was removed from the package, it had a kinked tip. The physician tried to use a sheath but was unsuccessful. He then tried again with a second catheter which worked well.